Event description:
Patient presented to the emergency department from urgent care center with c/o chest pain and known st elevations in leads ii, iii, and avf with deep st depression in leads v1-v3. Patient taken emergently to cardiac cath lab for percutaneous intervention. Emergent coronary angiography showed an occluded ramus intermedius vessel which bifurcated into two large branches. A 6f ebu 3.25 guide catheter was used to engage the left main trunk (lmt) ostium, a balanced middle weight (bmw), lot# 8060871 ref# 1009660, was navigated into the distal ramus. The occluded segment of the artery was dilated with 2.0 x 12 mm mini-trek balloon. As the wire was located in the smaller superior branch of the ramus bifurcation, a second bmw wire (lot# 8100471 ref# 1009660) was inserted into the larger inferior branch with the intent of stenting over the wire directed into the inferior branch. The ramus was stented with a 2.5 x 2 mm xience sierra des and flow restored. Following percutaneous coronary intervention (pci), the coronary wires were removed. On pulling back, the jailed superior bmw wire resistance was encountered and the tip of the wire was retained in the stent struts. Following pci, the patient was chest pain free and remained hemodynamically stable. The patient was transferred to a tertiary center for management and potential treatment of the retained wire. Per hospital, the manufacturer's quality department is aware of the event and have requested additional information about the device. A container for returning the device will be requested from abbott for return of the device to the manufacturer's quality department.